Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right mentor siltex round moderate profile 225cc saline breast implants, catalog number 3542630. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 225cc saline breast implants that the doctor observed on (B)(6) 2011 right side deflation, and on (B)(6) 2018 doctor observed bilateral deflation after implantation. As a result, patient had the device removed on (B)(6) 2018. This report is for the left implant.